Event description:
Event description cpi received information that at a routine follow-up examination, this ventak prx implantable cardioverter defibrillator (ICD) exhibited status messages that indicates that the ICD did not successfully complete charging before the charge time limit ran out. The ICD was successfully re-interrogated and tested, showing a charge time of 12 seconds. However, because of the status messages displayed, the ICD was replaced.